Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and failed as the sensor wire was missing. The allegation was confirmed. The probable cause was could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter telephone number - (B)(6). Initial reporter state - (B)(6).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.